Event description:
As reported by a field clinical specialist, during a tavr procedure the tip of the 14fr e-sheath required a lot of force to push the valve out the end of the sheath. Physicians complained it was not normal. Upon removal of the sheath the radiopaque tip was torn and hanging but still attached to the sheath. Per additional information provided by the fcs, the distal tip was confirmed torn. There were no withdrawal difficulties and no patient injury. The patient had mild tortuosity, mild vessel calcification and a minimum luminal diameter or 5.5mm.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for distal tip torn was confirmed based on the evaluation of the returned device. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to patient imagery showing an indication of tortuosity, curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.